Manufacturer narrative:
Device not evaluated as the issue was resolved during the occurrence of the event; the ports for the systems were not connected correctly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the imaging system was not communicating with the navigation system even though the network cable was fully seated. The site tried rebooting multiple times with no success. They stated someone from the site came in and took the covers off the imaging system and stated the ports were wrong. Once the ports were changed the systems were able to communicate. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.